Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via the left brachial artery. The stenosed target lesion was located in the left iliofemoral artery. After a 6f puncture sheath and a 6f non-bsc long sheath was placed, an 8.0 x 100, 135cm mustang balloon catheter was advanced for pre-dilation. However, following deflation, the balloon could not be retrieved even after several attempts. Subsequently, the balloon was forced back to the sheath and retrieved both devices. An 8x80 innova stent was implanted and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via the left brachial artery. The stenosed target lesion was located in the left iliofemoral artery. After a 6f puncture sheath and a 6f non-bsc long sheath was placed, an 8.0 x 100, 135cm mustang balloon catheter was advanced for pre-dilation. However, following deflation, the balloon could not be retrieved even after several attempts. Subsequently, the balloon was forced back to the sheath and retrieved both devices. An 8x80 innova stent was implanted and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang device - 8x10x135cm was returned for analysis. The recommended introducer/guide sheath size for this device as per mustang is minimum 6fr sheath. The sheath used by the customer was not returned for analysis. During analysis the investigator applied negative pressure to the device and successfully advanced it through a boston scientific 6fr sheath and withdrew it with a little resistance experienced due to the balloon having been inflated. A visual examination identified that the balloon was subjected to positive pressure. No issues were identified with the balloon material which could potentially have contributed to this complaint. A visual and tactile examination the shaft of the device to be severely stretched at more than one location. This type of damage is consistent with excessive tensile force being applied to the device. A visual and microscopic examination identified no damage to the tip of the device.